Manufacturer narrative:
Physio-control evaluated the customers device for the reported non-critical issue and replaced the interface pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed interface pcb assembly and determined a short circuit on integrated circuit designator u5 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device experienced a non-critical issue. There was no patient use reported with the event. The device was repaired and returned to the customer. Upon physio-control evaluation of the removed assembly it was found to have non-functional shock and charge button. In this state the device may not be able to deliver defibrillation therapy if needed.